Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that after the valve was deployed at a depth of 6mm on the non-coronary cusp (ncc) and 1mm on the left coronary cusp (lcc), it dislodged partially into the ventricle. Moderate-severe paravalvular leak (pvl) was noted but a post implant balloon aortic valvuloplasty (bav) was not performed. Two cine runs provided with the complaint were reviewed and showed the following based on the reviewer¿s discretion: the first valve was deployed in a deep position. Severe pvl was confirmed due to the depth of the valve. The second valve was deployed in the first valve in a higher position and mild pvl was confirmed. Potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. Based on the images reviewed, there was no evidence showing the initial implant depth and the movement of the valve into the left ventricle. Therefore, an assignable root cause for the dislodgement could not be determined. Valve dislodgement events are typically not related to a device malfunction. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Based on the cine review, the reported pvl was attributed to the deep valve position which likely resulted from the valve dislodgement. In this event, a second valve was implanted and the pvl was reduced to mild. A post implant bav was performed but the mild pvl remained. A mild pvl typically has minimal impact on the patient and is generally deemed as an acceptable residual condition. No additional adverse patient effects were reported. Updated data: h6 method, result, and conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon full deployment at a depth of 6mm on the non-coronary cusp and 1mm on the left coronary cusp, the valve dislodged partially into the ventricle. It is unknown what caused the valve to dislodge. Moderate-severe paravalvular leak (pvl) was noted; a post-implant balloon aortic valvuloplasty (bav) was not performed. Subsequently, a second valve was implanted. The pvl reduced to mild. A post-implant bav was performed with a 25mm non-medtronic balloon; the mild pvl remained. No additional adverse patient effects were reported.